Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device with a 7f sheath after an interventional lower extremity procedure. The starclose se clip was deployed. Reportedly, after starclose se clip deployment the patient had pain at the access site. A hematoma and pseudoaneurysm occurred. A femoral ultrasound was performed and the starclose se clip was not on the vessel; it was seen floating on the hematoma. The hematoma and pseudoaneurysm were treated with thrombin injection under ultrasound. Patient went to the hospital and underwent surgical exploration and evacuation of the hematoma. Patient experienced cardiac arrest, disseminated intravascular coagulation, and massive blood loss. Transfusions and other measures were unsuccessful. The patient died due to injury to the external iliac artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the information available, a conclusive cause for the reported clip not deployed in the intended vessel location could not be determined. A conclusive cause for the reported patient effects of cardiac arrest, death, hematoma, hemorrhage, pain and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.